Manufacturer narrative:
No product was returned for evaluation. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose was 581 mg/dl. Customer changed the infusion site and blood glucose trended down. Customer declined a follow up or further questioning from tandem technical support.